Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to having systolic heart failure. During the impella implant, the patient went into ventricular fibrillation (vf) twice and had to defibrillated. Additionally, the an ultrasound was performed and a small hematoma was noted, heparin was withheld due to the hematoma. Furthermore, the patient developed clots. A washout needed to be performed and a new jp drain was placed. Reportable due to patient's vf, hematoma and thrombus.

Manufacturer narrative:
The investigation for the reported access site bleed, ventricular fibrillation, and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed, ventricular fibrillation, and thrombus could not be determined.